Manufacturer narrative:
The customer reported that their central nurse's station (cns) spontaneously turned off during patient monitoring. The customer also reported that the unit is not turning back on. There were no light indications in regards to power going through the cns tower. No patient injury or harm noted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) spontaneously turned off during patient monitoring. The customer also reported that the unit is not turning back on.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with pu-621ra; sn-(B)(6), from patient monitoring: the cns spontaneously turned off during patient monitoring. The customer also reported that the unit is not turning back on. There were no light indications in regard to power going through the cns tower. Investigation summary the root cause of the issue could not be determined as customer stopped communicating after the initial call. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the residual risk of the reported issue was found to be acceptable, per the hazard analysis.

Event description:
The customer reported that their central nurse's station (cns) spontaneously turned off during patient monitoring. The customer also reported that the unit is not turning back on.